Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated multiple hv charges over a short duration, which depleted the battery and resulted in backup vvi.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the emergency room in back up vvi. The patient recently received a large number of high voltage therapy. The ICD was explanted and replaced.